Event description:
A bipap a40 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, the device was visually inspected, and no foam particles were observed. No repairs were performed. The device will be scrapped per the customer's request.